Manufacturer narrative:
The actual complaint product was returned for evaluation. All information reasonably known as of 03-oct-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual device is reported to be available but has not been returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 30-aug-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the "tube broke at approximately the 30 marking inside the patient. There was no injury to patient and the tube was remove without any being retained in the patient. No medical intervention was required." Additionally, the user facility reported the following, "we had a tube that was removed from a patient that had broken in half-still intact obviously separated." The device had been in use for less than 30 days.

Manufacturer narrative:
The received sample was not returned with the original packaging. Prior to decontamination, the sample was photographed to show the appearance how it was received. The sample device was examined showing that the tubing had signs of damage and discoloration. Also, a type of tape (securement tool) was received still attached or intact on the yellow tubing. During cleaning and decontamination, some build-up/ discoloration from the outer tubing was noted, an attempt was made to remove it by scrubbing the tubing with lint free towel using tergazyme and soaked in metricide solution. The tube was also flushed through the y-connector (proximal end). Resistance was not felt while flushing. No substances were flushed out of the tube after couple attempts. The distal end of the broken tube was also flushed, still, no resistance was felt. There was a split/tear identified approximately at the 31cm marking. The black discoloration started on the 60cm marking until the bolus tip (distal end) of the tube. At the 31cm marked location, the tubing appeared to have expanded to form a balloon shape which burst axially for the tube to be unable. When manually pressing the tubing back together, there were thin layers of the material noticed on the ballooned portion of the tube. Both breaking points exhibited unknown dried foreign material residue. Root cause could not be determined. All information reasonably known as of 08-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.